Manufacturer narrative:
Date of birth: added, event date: added, event description: updated, other relevant history: added, device serial number: added, device returned to manufacturer: updated, device codes: updated, device evaluated by manufacturer: updated, device evaluation codes: added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: 175,373 joules and 27:19 minutes expended on the failed fiber. The tip of the fiber was not cleaned during the procedure. The procedure was completed using a second fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 150,000 joules "inefficient vaporization" was noted. At 175,000 joules "beam is deviated to the front" was observed. It was not reported how the procedure was completed. No harm to the patient was reported.